Event description:
During baxter's functionality testing it was found that a spectrum pump failed the flow test at a rate greater than 10%. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "failed flow rate testing" was confirmed during evaluation. Evaluation found the device to be under infusion by greater than 10%. Evaluation found both finger pressure plate springs were bent. Bent finger pressure plate springs will lessen the force exerted on the tube by the finger pressure plates and cause the pump to under infuse. The finger pressure plates were replaced to correct this condition.